Event description:
It was reported by repair work order that the side rails could become unlatched uninentionally due to missing compression springs. No adverse consequence or clinically relevant delay in treatment was reported.